Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4 had failed due to a broken bracket. A field service engineer (fse) adjusted and installed a replacement drawer, transferred all pockets, and removed the faulty drawer and was found to be missing a bearing cage. The new drawer was secured, updated, and configured, and passed diagnostic testing. The drawer operated normally, and the customer successfully tested medication loading and unloading, confirming functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 4 had failed due to a broken bracket. The user attempted a reboot and recovery; however, it was unsuccessful. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.